Manufacturer narrative:
This case is still under investigation. Additional information was solicited. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant. Supplemental report: the reported event is not confirmed. The cause of the reported event could not be established. It was confirmed that the patient has received orthovisc treatment, but a temporal association could not be established based on the unknown dates of the orthovisc treatment and when the patient experienced a stroke. Additional information was not provided upon request. The lot number was not provided. The UDI could not be determined, and the batch record could not be reviewed. A three-year retrospective review of all nonconformances was performed. There was no nonconformances related to the reported event. A review of the product stability study reports was performed. The conclusion of the report was that the product met all required specifications and tolerances. A three-year retrospective review of retention inspection reports was performed. There was no nonconformances documented in the inspection reports. A supplemental report will be submitted upon receipt of new and relevant information. This case will be monitored and trended for future analysis.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On (B)(6) 2024 the distributor reported to anika that a patient reported having a stroke. Orthovisc was also referenced. However, there was no allegation that the patient was treated with orthovisc. The cause of the patient's stroke has not been reported. The date of the patient's stroke was not provided. Patient demographics has not been reported. Additional information was solicited.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 26august2024 the distributor reported to anika that a patient reported having a stroke. Orthovisc was also referenced. However, there was no allegation that the patient was treated with orthovisc. The cause of the patient's stroke has not been reported. The date of the patient's stroke was not provided. Patient demographics has not been reported. Additional information was solicited.

Manufacturer narrative:
This case is still under investigation. Additional information was solicited. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.